Manufacturer narrative:
(B)(4). Additional information: product surveillance left a voicemail for the patient's nurse regarding the iipv and relevant information (date, volume and cause, etc.). Device evaluation: the homechoice was evaluated by the product analysis lab. The homechoice passed both the returned instrument test/evaluation functional and electrical tests. The assignable cause for the reported condition of an iipv was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold). Review of the service history reveals the homechoice passed all required tests and calibrations prior to its release from baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4538ml during cycle 4. This event meets the criteria for overfill.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.